Event description:
Pt received a partial titan treatment prior (B)(6) 2009. Pt returned to the clinic to have the rest of his abdomen treated on (B)(6) 2009. Pt developed "blisters" that evening. Pt reports "scars" in the area of treatment. Treatment info: pt "(B)(6)", male, (B)(6). Skin type ii, had been a "model" for titan training and had received a partial titan treatment during a titan training prior to (B)(6) 2009. Pt returned to the clinic to have the rest of his abdomen treated. Treatment setting 42j/cm2 go abdomen using stationary "stamp" method of delivering the energy. Past medical history: pt recently had lost a large amount of weight. Pt was being treated for loose skin on abdomen. No medications and no known allergies. Pt had treatment on (B)(6) 2009. He reported blisters "2 days later". Pt was given "silvadene cream". Treatment facility reports that they did not use the titan handpiece after this incident. There was no report of adverse event to cutera and no request for svc to evaluate the hp.

Manufacturer narrative:
(B)(6) 2006: titan xl (B)(4) shipped. On (B)(6) 2007: related case # (B)(4) cutera on site to evaluate and repair laser sys (B)(4). Titan xl hp evaluated, energy output measurement within cutera specifications. On (B)(6) 2009: treatment # 2 to lower abdomen. On (B)(6) 2010: titan xl (B)(4) recalled to cutera (B)(4). On (B)(6) 2010: preventive maintenance (B)(4). On (B)(6) 2010: adverse event reported to cutera by (B)(6), cutera asm. This writer telephoned (B)(6), r.n. And obtained the following treatment info. On (B)(6) 2010: the handpiece was evaluated by cutera laser engineer at cutera (B)(6). The following is a summary of the findings: conclusion: problem confirmed. Handpiece malfunctioning, with excessive energy out. Failure of the gold coating and water induced interaction of the aluminum substrate with other materials in the water sys resulted in heavy layers of corrosion products being deposited in both the blocks and onto the lamp. The root cause of the problem, the corrosion of the end block material has been addressed. (B)(4). As of the date of this report, the (B)(4) parts are being used in production.